Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having difficulty completing the prime process. It was stated that the customer feels that the button on the new insulin pump is harder to hold down than the older device. Customer was frustrated and removed the insulin pump and was getting high blood glucose due to being off the insulin pump for 6 hours. Customer was going to reconnect the device and treat. Customer's spouse was advised to monitor the blood glucose level. Nothing further reported.